Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.